Manufacturer narrative:
The driver's alarm history was reviewed and revealed a "1e" alarm code which can occur due to a sudden drop in voltage detected by the mpu during an onboard battery exchange. Voltage fluctuations during battery exchanges are normal; however, on an infrequent basis, the freedom driver will detect the voltage fluctuations as an issue resulting in a fault alarm. These can occur during an impact shock or a sudden movement that causes an onboard battery that is not fully latched in place to have an intermittent electrical connection. The driver passed all sections of functional testing. Additionally, an onboard battery exchange test was performed as the 1e alarm was most likely the alarm reported by the customer. Known functioning freedom onboard batteries were inserted and removed alternately in the driver's battery wells several times. No alarms were produced during this test. The root cause of the customer-reported freedom driver fault alarm during startup could not be conclusively determined. The driver performed as intended with no evidence of a device malfunction. This issue will be tracked and trended as part of the customer complaint process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient at the time of the reported event. The customer, a syncardia certified hospital, reported that the backup freedom driver exhibited a fault alarm upon startup.